Event description:
The mechanical structure of a preva unit, serial number (B)(4) separated from the wall. The progeny sales representative spoke to the dental office and confirmed there was no injury.